Manufacturer narrative:
Device was used for treatment, not diagnosis. Kaneyama, s., sugawara, t., sumi, m. (2015). Safe and accurate midcervical pedicle screw insertion procedure with the patient-specific screw guide template system. Spine, volume 40, number 6, pp. E341-e348. Japan. This report is for unknown cancellous pedicle bone screw, product code: nkb. UDI unavailable. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: kaneyama, s., sugawara, t., sumi, m. (2015). Safe and accurate midcervical pedicle screw insertion procedure with the patient-specific screw guide template system. Spine, volume 40, number 6, pp. E341-e348. Japan. The purpose of the study was to evaluate the availability of the "screw guide template" (sgt) system for insertion of midcervical pedicle screws. The study was conducted between december 2012 and april 2014 and included 20 total patients (10 males and 10 females). The average age of the patients was 66.9 years and ranged from 49 to 86 years. To complete the cervical posterior fusion procedures, surgeons utilized the synapse system and implanted 3.5mm cancellous bone screws. A total of 80 cancellous bone screws were implanted into the patients. The following complications/malfunctions were reported: a total of 2 screws breached the inside wall of the pedicle exposing less than a half of the diameter of the screw. This is report 1 of 1 for (B)(4). This report is for unknown cancellous bone screws and refers to the migration of 2 screws.